Event description:
It was reported, while predilating the distal left main artery, the balloon ruptured. The balloon was inflated 3 times as follows: 18 atmospheres for 12 seconds, 18 atmospheres for 9 seconds, and 23 atmospheres for 15 seconds. Upon the third inflation, the balloon ruptured. After removal of the dilatation catheter from the patient, a small fragment of balloon material was left behind in the artery, and was unable to be retrieved via aspiration of the guiding catheter. The piece of balloon material was located in the distal circumflex artery stuck on a whisper wire. They then proceeded to stent the balloon material against the artery wall with a non-abbott stent. There was no patient adverse effects or clinically significant delay in the procedure reported. The physician commented that the stenosis was difficult to cross, but no other details were provided on the quality of the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect prep (balloon not soaked before use); balloon inflation above rated burst pressure (rbp) the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood visible in the hub and the guide wire lumen. There was contrast visible in the inflation lumen and the balloon was returned loosely-folded. This is all consistent with the reported use of the device. The analysis confirmed that the balloon ruptured and had separated at the distal end of the balloon marker, 1 cm distal to the proximal seal. The separated distal portion of balloon, including the tip, was not returned for analysis, which may have aided the investigation. The fracture faces of the balloon and inner member material were stretched and jagged, suggesting that the separation was likely related to tensile overload (material stress/fatigue). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. As there was no report of any leaks noted during preparation for use, this indicates that the balloon was not damaged prior to the procedure. Additionally, it was noted that the stenosis was difficult to cross, suggesting that the anatomy was challenging and likely contributed to the reported difficulties. There was no additional information on the patient anatomical morphology (tortuosity or calcification), which may have aided the investigation. The scanning electron microscopy (sem) lab analysis indicated partial tearing on the outer surface of the balloon near the origin of the failure. The sem report determined that balloon and inner member failure may have been related to exposure conditions during the procedure or a material processing discrepancy. Damage of this type is consistent with multiple inflations and/or high stress being applied to the balloon material. It is likely that the an interaction with the patient anatomy as resistance was encountered in addition to inflating the balloon multiple times above the labeled rated burst pressure caused the material to become damaged and subsequently rupture. As a result, the balloon likely became entrapped in the vessel and separated upon removal of the device. It should be noted that in the warnings section of the rx trek/mini trek instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent overpressurization. Additional follow-up information also received from the account stated that as a rule, balloons are not soaked. In the preparation for use section of the IFU, it instructs the user to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.